Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 10 ml is measuring less than it should. The following information was provided by the initial reporter: customer is stating the product is measuring less than it should by 3% 9.7.

Manufacturer narrative:
H6: investigation summary: it was reported the syringe was measuring less than it should. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. A visual inspection and volumetric accuracy test were performed. The observed results were in the accepted range per product specification. In the photos provided, one photo shows a loose 10ml syringe and the second photo shows the end-user graduated conical. The volumetric accuracy of the end-user conical was unclear and unknown to the investigation team. A device history record review was completed for provided material number 302995, lot number 2101189. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2101189 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Based on the investigation, the complaint sample was found to be acceptable per product specification. Therefore, a potential root cause can¿t be established.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 10 ml is measuring less than it should. The following information was provided by the initial reporter: customer is stating the product is measuring less than it should by 3% 9.7.